Manufacturer narrative:
It was originally reported that the cot was stuck in the raised position and could not be lowered due to a bent x frame. This information was incorrectly reported. The actual issue with this unit was that the trend stand will not release to go into the down position. This is not likely to harm the patient as this event did not affect the ability of the cot to be fully raised or lowered for patient transport.

Event description:
It was reported by repair work order that the cot was stuck in the raised position and could not be lowered due to a bent x frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the cot was stuck in the raised position and could not be lowered due to a bent x frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.